Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade was reported. The device was noted to be unstable during tug test and was partially recaptured twice. A pericardiocentesis was performed to treat the effusion but hit the rv wall which led to need for open heart surgery. Field also indicated that upsizing the device was considered, however the device was attempted to be placed deeper which may have contributed to the reported event. Based on the information received, the cause of the reported incident could not be conclusively determined. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet occluder was selected for implant. During the implant procedure, a mid-inferior puncture was and the device was advanced to the laa. While performing the tug test it was found that the device was unstable. The device was partially recaptured 2 times. There was discussion of upsizing the device, but the physician wanted to try placing the device deeper. Again, during the tug test the device pulled out of the appendage. The device was removed and a 28mm amplatzer amulet occluder was then prepped. During prep of the second device, pericardial effusion was noted on tee. The 28mm device was quickly prepped and implanted. The effusion was noted to have been stable through the rest of the procedure, but lead to a cardiac tamponade. A pericardiocentesis was performed to treat the effusion, but hit the rv wall which lead to need for open heart surgery. The physician believes that the pericardial effusion was due to it going too deep and nicking appendage wall. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet occluder was selected for implant. During the implant procedure, while performing the tug test it was found that the device was unstable. There was discussion of upsizing the device, but the physician wanted to try placing the device deeper. Again, during the tug test the device pulled out of the appendage. The device was removed and a 28mm amplatzer amulet occluder was then prepped. During prep of the second device, pericardial effusion was noted on tee. The 28mm device was quickly prepped and implanted. The effusion was noted to have been stable through the rest of the procedure. The patient was reported to be stable.